Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the physician suspected the patient developed hemolysis. The patient was administered six units of red blood cells and 8000 units of haptoglobin.

Event description:
Additional information was provided indicating patient¿s pre-existing condition of renal failure worsened because of the hemolysis. As a result the patient received dialysis. No further information was provided.